Manufacturer narrative:
Method, results and conclusions: the product wasn't returned to (B)(4). The dentist discarded the product package after use. Therefore, the original lot number is not known to us. The patient stated that there was no health deterioration. Because a similar case led to a bowl occlusion before, this incident is reported. This product has been assessed for biocompatibility and has been found to be safe for its intended use.

Event description:
On (B)(6) 2013, 3m espe was informed about a adverse effect that occurred during the use of 3m espe imprint 3 penta heavy body impression material. The patient accidentally swallowed a very small amount of 3m espe impression material during the treatment. The patient reported no issues and did not seek any medical attention. The patient is not experiencing any problems till the date of this report. It can be assumed that the impression material was naturally excreted from the body without causing any harm.